Event description:
The customer reported that device did not detect batteries in slot a. There was no report of patient involvement or that the unit failed to power up.

Manufacturer narrative:
(B)(4). This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. The customer reported that device did not detect batteries in slot a. The battery pins were found to be damaged. The philips repair bench confirmed the issue and the damage. The issue was resolved by replacement of the battery pca. The damaged battery pca is not considered a malfunction. This complaint does not indicate the presence of an emerging issue or systemic problem. None requested. None warranted.